Event description:
Additional information received reported that revision was performed on (B)(6), 2012 due to an ins inversion issue. The patient had pain associated with the flipping of the battery. The patient did not require hospitalization and recovered without sequelae. No further information was reported.

Event description:
It was reported that the patient experienced pain in the left side of her abdomen, a loss of bladder control and pain when urinating. She noted that she was also urinating more frequently. The patient stated that she was tested for a urinary tract infection but the test results came back negative. The symptoms appeared after the patient had a pocket revised on (B)(6) 2012 due to the device sticking out of pocket site. The patient tried turning stimulation down so low that she couldn't feel the stimulation, but was still experiencing the symptoms. The patient had not tried to turn stimulation completely off, but she had tried all 4 programs and was still experiencing the same issues. The patient stated she did not fall or experience any trauma associated with this issue. The patient had an appointment with her physician on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v855586 serial# implanted: 2012-(B)(6) explanted: product typ lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).